Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that in most cases a black compaction marker will be revealed.

Event description:
The patient developed an occlusion immediately following deployment of a 6f angio-seal vip. Using ultrasound, a stent was placed to resolve the occlusion. It was reported that the black compaction marker could not be seen during deployment.